Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system would not boot up to 2d screen. The representative replaced the image acquisition system (ias) computer battery. The imaging system then passed the system checkout and was found to be fully functional. Analysis on the computer battery could not be completed as the device was discarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) is not booting up consistently. Several reboots are needed to get the system working for the day. The pendant was also stuck initializing during the issue. No patient was present at the time of the event.